Event description:
Pacemaker under bsc advisory for high battery impedance dependent on pacemaker, recommendation is to do prophylactic pacemaker generator change when battery reaches ~4 years remaining longevity. Patient had pacemaker generator change earlier this month.